Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl. Customer declined the troubleshooting for high blood glucose. Customer stated that they were having problem with quick serter. Customer reported that infusion set's tape does not fit properly in the serter. The device will not be returned for analysis.